Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated ca19-9 results for a (B)(6) old male patient with a history of cancer (unknown type). The following data was provided: initial 120, repeats > 1200, < 20, 507, 86 u/ml . The patient had a CT for monitoring and there was no signs of cancer or metasis. There was no impact to patient management due to the elevated ca19-9 results.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.